Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 12 (lifeband not present) and user advisory 07 (discrepancy between load 1 and load 2 too large). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.